Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause was the faulty high intensity motor and faulty turret motor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that there was poor lamp lighting. Additional findings include the following: defective operation of the squeezing blade, and there was a lack of light due to clouding on the turret filter. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro xenon light source had poor lamp lighting. The issue was found during preparation for use, the unknown therapeutic procedure was completed with a similar device, and without delay. There were no reports of patient harm.